Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character limitation in block e1: (B)(6).

Event description:
It was reported prior to use that cardiosave intra-aortic balloon pump (iabp) has left ll fault error. No patient injury or harm reported.

Manufacturer narrative:
Updated field- b4, g3, g6, h2, h11. Corrected field- h6-investigation findings, investigation conclusions, medical device ¿ problem code.

Manufacturer narrative:
Updated field: b4, b5, e3, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. Corrected fields: d4 (unique identifier (UDI)). A getinge field service engineer (fse) was dispatched to investigate the issue. The fse could not replicate the issue. The unit passed all functional and safety tests, and was returned to the customer.

Event description:
It was reported that prior to use, cardiosave intra-aortic balloon pump (iabp) has left ll fault error. There was no patient involvement.